Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be moderately calcified. It was reported that there was a dissection at the access site created by the initial wire placement. The wire was removed and repositioned in the aorta. Insertion of the delivery system was aided by an introducer sheath which also covered the dissected vessel during the procedure. After the stent graft was successfully implanted, the introducer sheath was removed; however, the physician experienced difficulties closing the arterial site. This required a patch angioplasty at the left common femoral access site with a gore-tex bypass graft from the proximal to distal common femoral artery. No additional clinical sequelae were reported and the patient is fine with good distal pulses.